Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient needed an abdominal MRI. Caller stated that the MRI could be related to the scs system. It was reported that the patient was in the emergency room and need an abdominal scan because the patient had not been able to pass anything for the last 4-8 days. Caller stated symptoms could be related to manufacturer device/therapy. No further complications were reported or anticipated. Additional information received from the healthcare professional reported that the cause of the inability to pass anything was not determined while the patient was under their care. It was noted they had concerns about small bowel obstructions but felt it was more likely constipation by the end of the workup. The patient was admitted for further workup and care. It was unknown if the inability to pass anything was resolved.